Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was). Blood was on the device. The hub, shaft, and tip were examined. There were multiple kinks along the shaft of the device. The shaft was kinked 4.5 and 5cm from the tip of the was. The tip was damaged with stretching and tearing of the tip material (pebax). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01708 it was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but was too proximal. When attempting to recapture it, the feet could not be re-sheathed completely. The closure device was stuck and could not be re-deployed to attempt recapture again. An anchor on the closure device appeared to be caught on the markerband of the was. The was noted to be kinked distal to the 33mm marker, but still in the light blue area of the was. The entire system was removed from the patient and the case was aborted. There were no patient complications reported. The patient was fine.